Event description:
On (B)(6) 2014, the patient underwent treatment. During the procedure, it was reported the balloon guide catheter ruptured with 50/50 contrast as it was inflated inside the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record review was not possible as the lot number was not reported. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).